Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/16/2020. Additional h3 investigation summary: it was reported that the needle pulled off the thread. One detached needle and a suture pieces of product code jv587, lot pmbdkgr0. During the visual inspection of needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification for suture remnant and none was noted. Additionally, there are slightly marks on body that appears to be by use of surgical instrument. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in the needle pull off due to light swage. This defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It was received for analysis fourteen unopened samples of product code jv587, lot pmbdkgr0. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number (jv452; pmbdkgr0), and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a procedure on (B)(6) 2020 and a suture was used. During the procedure, after few tissue stitches in the abdominal wall, the needle pulled off the thread without any excessive force application. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.